Event description:
A customer contacted beckman coulter inc. (Bci) stating that the coulter lh 500 instrument gave erratically low manual mode complete blood count (cbc) and/or differential results for three (3) patient samples with instrument generated codes or messages for differential, platelet (plt), mean cell volume (mcv) and most indices. There was no instrument flagging for white blood count (wbc), red blood count (rbc), or hemoglobin (hgb). Erroneous results were not reported out of the laboratory. The customer stated that the samples were sent to a local hospital for rerun. The customer provided auto mode results for two (2) of the three (3) patients. Correct results were not provided. No death, injury, or change to patient treatment was associated with this event.

Manufacturer narrative:
Specimens were collected in a bd vacutainer 5 ml tube and analyzed in primary mode right after draw. Previously-run patient samples were rerun to confirm accurate back to the last acceptable control run. Controls were run before the incident and recovered within qc range. The instrument is currently within qc specifications with respect to controls (accuracy) and reproducibility (precision). A field service engineer (fse) was dispatched and found a plug in the probe and loose wire to peltier. The root cause is a plug in the manual aspiration probe. Per labeling, beckman coulter recommends review, appropriate to the requirements of the patient population, of all results displaying a flag, code or message.